Event description:
The complainant reported to boston scientific (bsc) in 2007 that a pt (age & gender unk) underwent an egd (esophagogastroduodenoscopy) biopsy procedure. The radial jaw 4 biopsy forceps were utilized within the abdomen. The physician took 'too big of bite.' 'Bleeding occurred', but the 'physician did not feel the need to intervene.' The procedure was finished using the same device. Bsc is not aware of any adverse effect to the pt.

Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Device history record review of lot# 9027741 revealed no anomalies related to this complaint. One similar complaint on lot number 9027741 was reported by the same customer. Trending performed on the radial jaw 4 revealed no adverse trends.